Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1957. Investigation summary: visual inspection results: visual inspection was performed, and the device was found to be in normal condition. The costumer reports that on (B)(6), medication with fentanyl 0.10 mcg/ml was started at 12:00 pm at a rate of 20 cc/hr when it should have been 2.5 cc/hr. An intervention was performed on (B)(6)2024 and the drip was reduced. When checking the event history according to infusion data given by the client, it is identified that on (B)(6)2024 an infusion of fentanyl medication began at 12:12 with a duration of 10 hours at 25 ml/hr, concentration 200 mcg, diluent 200 ml, volume 250 ml. This infusion was found programmed with different values than those registered by the costumer, later at 12:18 the user modified the infusion rate values to 20 ml and the concentration to 250 mcg and by default the duration was modified to 12 hours 30 minutes. It is verified on (B)(6)2024 where the device is reprogrammed on two occasions with an infusion first lasting 8 hours at 25 ml / hr concentration: 250 mcg diluent: 250 ml volume at 200 ml being stopped after 20 minutes later modified infusion rate to 5 ml / hr maintaining the concentration 250 mcg and by default the duration is modified 13752 seconds, according to what was identified, the scheduled infusions never completely finished since there were modifications and infusion pauses by the user, it is concluded that there was a programming error when entering the data by the user. It was identified that there was a data entry error by the user, for this reason the indicated infusion was not performed.

Event description:
A complaint was received regarding a plum 360 experienced over-infusion. On (B)(6)2024, the medication started at 12:00 pm at the rate of 20 cc/hour, when it should have been 2.5 cc/hour. An intervention was performed on (B)(6)2024 around 2:00 am and the drip was reduced. Patient information: (B)(6), male, 67 years old, 65 kg, 165 cm. Medication: fentanyl mixture 0.10 mcg/ml with a flow rate of 2.5 cc/hour and concentration of 0.06 mg/ml. The product status at the time of event was during infusion. The client requested a review of the infusion. The pump is available for evaluation. The event occurred during patient use. There was no harm to the patient. The doctor assessed the patient, ordered a reduction in the patient's infusion, and laboratory tests were performed, which came back unchanged. There was no delay in the patient's treatment. The patient is stable.